Event description:
It was reported that this right ventricular (rv) lead was surgically revised due to low within range impedance and high capture thresholds. This lead remains in service. No additional adverse patient effects were reported.